Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips that the heartstart xl defibrillator external paddles were not working. It was clarified that the shock was not delivered. The apex shock button was not working in the paddles. There was no negative pt impact.